Event description:
Customer reports an error 22 force sensor malfunction. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, reported event could be confirmed. Indeed, several errors 22 could be found. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective force sensor kit was returned as a spare part for investigation. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of subject spare part was performed using our laboratory tool. Conductivity test and optical sensor test were done. Sensor was found having a random output and comparatively lower than a new sensor. When checking the conductivity, a bad contact with the green wire was found, which was broken during the test. Based on available information, the root cause of the reported issue was linked to a defective force sensor. An internal CAPA has been opened in order to reduce the occurrence of error 22 related to defective force sensor. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.